Event description:
As reported, in 2009, this patient underwent endovascular repair of an abdominal aortic aneurysm using gore excluder aaa endoprostheses. After deploying the trunk ipsilateral leg component, it was discovered that the device had deployed too high, partially covering the right renal artery. A bare metal stent (type unk) was implanted. Both renal arteries were patent at the conclusion of the procedures and no endoleaks were present. The patient is doing well.